Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was very noisy and was emitting a grinding noise. It was further determined that the trigger was sticking. It was further observed that the pins for the gears on the transmission shaft were broken and there was corrosion on the internal components, gear sleeve and the trigger sleeve. It was determined that these issues were consistent with component wear. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the battery reamer/drill device was very noisy. According to the reporter, there was something wrong with the device. It was reported that there was a delay to the surgical procedure; however, the exact duration of the delay was not specified. It was not reported if a spare device was available for use. The reporter stated that the surgery was completed successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.